Event description:
The customer reported that there was a power failure and the 7900 system would not boot up. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. Fuses were replaced. The system was tested and operates as intended.